Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the tip fracture occurred intra-operatively without surgical delay or adverse consequences. The manufacturing records for the reported lot were reviewed and there were no manufacturing issues related to the tip fracture. Material analysis results showed that the fracture at the tip originated from the inside corner of the prone and propagate towards the edge. It broke through overload in ductile mode. The hardness of the material was measured and it meets the specification.conclusion: the plausible root cause of the reported tip fracture is misuse of the instrument.

Event description:
It was reported that two of the teeth of the four prong adjustment driver for radius sheared off during surgery.

Event description:
It was reported that two of the teeth of the four prong adjustment driver for radius sheared off during surgery.